Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that they were dispatched through emergency room due to low blood glucose level. Customer¿s blood glucose level was 27 mg/dl at the time of incident. Date of hospitalization was (B)(6) 2022. Customer was treated with glucagon low blood glucose level. Customer stated that insulin pump retainer was broken and was able to lock in place. Customer was assisted with troubleshooting for low blood glucose level. The insulin pump will not be returned for analysis.